Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. It was requested to restart the unit and the customer confirmed that they did restart the unit for three times yet the issue still persists. As a resolution, we did software update with autostart functionality. Customer reported that issue was resolved.

Event description:
It was reported that the device had an error message "bellavista detected a serious error". At this time, it is unknown if there was any patient involvement associated with the reported issue.